Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 430 mg/dl. The customer received a no delivery alarm form their insulin pump. The customer was treated for the high blood glucose with manual shots. The customer had already changed their sets. The customer did not troubleshoot and did not send the product back for analysis.